Event description:
A report was received that a pt had a pocket revision due to discomfort at the pocket site. The pocket site was moved and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.